Manufacturer narrative:
Per the clinic, the patient was prescribed amoxicillin (dosage not reported) on (B)(6) 2013. This report is filed october 17, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and bump over the incision site, resulting in the decision to explant the device. The device was explanted (B)(6), 2013; the patient has not been reimplanted with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed december 12, 2013.